Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) correction - volumetric accuracy. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: three hundred samples were provided to our quality team for investigation. All samples were tested and observed to be within limits. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4178354. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
Material: 309628. Batch#: 4178354. It was reported that the bd luer-lok had a volumetric accuracy problem. The following information was provided by the initial reporter: it was reported by the customer that no dead space. Verbatim: rcc received a complaint via email. No dead space. Po#1: (B)(4). Vndr item#: 309628 lot#: 4178354.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.